Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. The device functioned normally. The movement of the forceps elevator was smooth. There is no sharp edge at the distal end cap. There was no significant gap between the cap and distal end of the device. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury about this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the user found that the forceps caused lesions to the mucosa of the patient. The doctor felt that it was difficult to reach the duodenum with the device during the procedure. The forceps elevator could not correctly address the catheters used for cannulation of the papilla major and not approach the papilla itself. The doctor repositioned the patient and compressed the patient's abdomen manually. During the extraction of the device, the elevator caused a slight injury and bleeding to the gastric and esophageal mucosa, however, it was not significant and the patient was not damaged. The user did not perform the additional treatment including the re-insertion of the endoscope for the patient because the doctor judged that the damage was low risk. The doctor completed the procedure with the device. The procedure was delayed by an half hour. The doctor checked if the cap was not cracked after the procedure and found the cap was not cracked but contained blood. The patient did not have a medical history, primary disease, ulcer, or stenosis that could contribute to the injury. It was the first time that this device had been used at the user facility.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the following. The distal end cover was not crack both before and after the procedure. The user operated suction for degassing within the stomach while withdrawing the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The suction was activated against the mucous while removing the endoscope, a gap could develop between the forceps elevator and channel or the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. If significant additional information is received, this report will be supplemented. If significant additional information is received, this report will be supplemented.